Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was implanted in the patient using a 14f amplatzer torqvue 45x45 delivery sheath. On 45 day follow up transesophageal echocardiogram (tee) showed 4mm leak around the amulet lobe. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, a root cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was implanted in the patient using a 14f amplatzer torqvue 45x45 delivery sheath. On 45 day follow up transesophageal echocardiogram (tee) showed 4mm leak around the amulet lobe. The patient was reported discharged.